Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during pacing testing as part of the implant procedure, the right ventricular (rv) lead was unable to capture using the "ring 1-to-coil 2" pathway. The patient is a participant in a clinical study. The lead was not used. No patient complications have been reported as a result of this event.